Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. Unable to perform the basic occlusion and excessive no delivery due to the prime/fill anomaly. Cracks to the case, reservoir tube lip, reservoir tube, battery tube threads, a scratched lcd window and missing end cap sticker also noted.

Event description:
It was reported that the insulin pump alarmed during prime test. The insulin pump has scratches on the screen. The current blood glucose reading is 130 mg/dl. The drive support cap is protruded. Customer did mention that she was driving and was involved in vehicular accident; customer was unsure of the blood glucose level at that time. Advised the customer that the insulin pump will be replaced. Nothing further reported.